Event description:
It was reported to covidien on (B)(6) 2010 that a patient had a issue with a hypodermic needle. The customer reported the needle broke off in the patient. The doctor removed the needle with his fingers. The customer reported he was injecting cortisone in the heal and when applying pressure on the plunger, the needle snapped in half.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway, upon completion the results will be forwarded.